Event description:
It was reported an angio-seal was used post procedure. During deployment the tamper tube did not descend from the device. The physician pulled up on the device and applied manual pressure around the suture for 20 minutes; hemostasis was achieved. The suture was cut below the skin line and a dressing was applied. The pt complained of tenderness in the abdomen, a cat scan confirmed a bleed. The pt underwent surgical repair. The st. Jude medical sales representative review the angiogram and reported that the puncture site was high, above the femoral head. Additionally, the tamper tube was seen inside the carrier tube.